Event description:
Reporter indicated that pt underwent lead replacement surgery due to device malfunction. Device diagnostic testing prior to surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator wasno, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Review of x-rays by physician did not reveal any obvious discontinuities in the vns therapy system; however, during revision surgery, the surgeon indicated that she thought she saw an exposed wire on the lead in the are of the electrodes. The lead was replaced. Subsequent device diagnostic testing performed after the replacement lead was connected to the original generator was within normal limits, indicating proper device function. No adverse event reported in conjunction with apparent lead discontinuity.